Manufacturer narrative:
The event date is unknown. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 08-jun-2020, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is needing MRI for second deep brain stimulation (dbs) to be implanted. They inquired about MRI compatibility and impedance values. They stated in a monopolar setting, contact 0 and 1 are red at 671 ohms. In bipolar setting, contact 0 and 1 indicated as red/low. They believe this may be due to "touching of wires", stating that the patient gets a bit of a burning sensation sometimes and related this to the patient's dyskinesia on that side of the body. They plan to do an x-ray. It was reviewed that MRI is not recommended due to possible short circuit.